Manufacturer narrative:
Exemption number e2017017. (B)(4) is submitting the report on behalf of siemens (B)(4), (manufacturer). Investigation into the reported event showed that there is no issue with the CT system and no user error at the time of the scan. The ECG trace did not have any sync points from which to reconstruct because the patient was in cardiac arrest during the scan. Siemens provided a manual insertion of sync points and successfully achieved reconstruction. Considering the CT system worked as specified, there is no corrective action initiated.

Event description:
It was reported to siemens on (B)(6) 2017 that a patient suffered a cardiac arrest during a CT scan. The patient was resuscitated and there was no report of further negative impact. It is reported that the device did not cause or contribute to the event however due to the cardiac arrest, the ECG trace did not have any sync points from which to reconstruct. This reported event occurred in the (B)(6).